Manufacturer narrative:
Add'l model # - qlc1726, and add'l lot # - 3363882. Factors mitigating against the risk of quick connect use error include clear labeling on the product which incorporates a quick reference card, a wall chart, and processing instructions that list authorized scope usage. Steris in-service training and self-tutorials further supplement the aforementioned labeling. Hospital has received add'l in-service training from steris in response to this complaint. Hospital has not associated this event with any clinical adverse event, and no injury has been reported. Steris is filling this MDR because the level of sterility cannot be guaranteed, when the system 1 and quick connects are used in a manner inconsistent with their labeling. Factors mitigating against the risk of quick connect use error include clear labeling on the product which incorporates a quick reference card, a wall chart, and processing instructions that list authorized scope usage. Steris in-service training and self-tutorials further supplement the aforementioned labeling.hospital has received add'l in-service training for steris in response to this complaint. Hospital has not associated this event with any clinical adverse event, and no injury has been reported. Steris is filing this MDR because the level of sterility cannot be guaranteed when the system 1 and quick connects are used in a manner inconsistent with their labeling.

Event description:
Hospital reported to steris, that the hospital staff within the or/spd department used the incorrect quick connect (qc) to reprocess an olympus endoscope (model cfh180al) in the steris system 1. This olympus endoscope has an auxiliary water inlet port, and requires qc qlc1726, which provides a connection to this port/lumen for sterilant flow during reprocessing in system 1. The customer incorrectly used qc qlc1725, which does not have a connection for this port. Based upon their investigation, hospital has concluded that the incorrect quick connect was utilized to reprocess an endoscope on one processing cycle involving one pt. Hospital reported a steris that the hospital staff within the or/spd dept. Used the incorrect quick connect (qc) to reprocess an olympus endoscope (model cfh180al) in the steris system 1. This olympus endoscope has an auxiliary water inlet port, and requires qc qlc1726, which provides a connection to this port/lumen for sterilant flow during reprocessing in system 1. The customer incorrectly used qc qlc1725, which does not have a connection for this port. Based upon their investigation, hospital has concluded that the incorrect quick connect was utilized to reprocess an endoscope on one processing cycle involving one pt. The labeling for each steris quick connect (e.g. Qlc1726) lists the applicable endoscope models in three separate labeling documents: the quick reference card, the wall chart, and processing instructions. The labeling for the qlc1726 lists the olympus endoscope model cfh180al. The qlc1725 labeling does not include that olympus endoscope.